Event description:
The customer reported that the locking tab on the hockey puck cable was broken on the entrak 2500 system. No pt injury was reported.

Manufacturer narrative:
The customer borrowed another cable from another site. No further svc info was provided.